Event description:
Spacelabs received a report that a telemetry patient with spacelabs transmitter model 91343 and telemetry module model 90478 failed to generate an alarm for a nine beat run of wide qrs. No one was injured as a result of this event.

Manufacturer narrative:
The telemetry transmitter sends patient ECG signals to the telemetry receiver module which contains the ECG algorithm for processing the signals. The data is analyzed for display and alarm messaging to a central monitor. The customer stated the telemetry system failed to generate an alarm for a nine beat run of wide qrs at 03:22 a.m. On (B)(6) 2014. The customer found this event when reviewing retrospective patient data in their spacelabs ics-g2 system, which is a software interface that provides user interaction with retrospective patient data. Had the monitor alarmed for this event, the event would have registered in the ics-g2 alarm history folder. There was no record of the event in the alarm history folder. Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member. The ics database provided by the customer was reviewed by a spacelabs lead software engineer. He confirmed that at 03:22:21 on (B)(6) 2014 there was a nine beat run of ventricular tachycardia (vtach) with no alarm record. The ECG waveforms were extracted from the database and viewed with the embedded qrs tone markers visible on the waveform, showing that beats 2, 4, 6, and 8 of the 9 beat run were not detected by the telemetry module. These beats were rejected by the beat qualification logic of the ECG algorithm and determined to be t-waves due to subtle differences in timing and shape. Thus, the vtach alarm criteria with respect to rate and consecutive number of ventricular beats were not met. This supplemental report is considered final and the issue is closed. Placeholder.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for a 9 beat run of wide qrs. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.